Event description:
The customer stated that their reservoir appeared empty, but the pump did not alarm. A tubing clamp was not available to perform the high-pressure test. The customer had a back up plan. Suggested the customer use manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.